Event description:
Reporter noted metallic particle in patient's iris post-op. Surgeon advises particle not harming patient; he is not removing it. Uncertain if particle came from phaco tip, but wanted to report incident.

Manufacturer narrative:
Product/particle was not available for evaluation.